Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Photos were provided of the stem and x ray, both of which confirmed the stem had fractured. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5, d4 (catalog and UDI), g5, h5. Corrected: d1, d2, d2b, d11. UDI (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stated that the patient was in significant pain.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: revised to a distally fitting stem. Srom stem implanted in (B)(6)approx 8 years ago. Stem snapped at sleeve stem junction. Not a traumatic injury. Patient required a revision including an eto and a stryker restoration stem was re planted sleeve was well fixed.